Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the lock collar foam was disengaged. The inflation port was cracked. The balloon was broken. The valve seal and doors appeared intact. The obturator and inflation bulb were not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut balloon may occur due to contact with sharp instruments. The instruction for use (IFU) cautions: "care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments." The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a unreported condition of cracked inflation port that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, during the initial stage of gaining access into abdominal cavity, after dissection balloon was removed and structural balloon was inserted, a piece of plastic cover of the balloon came off the trocar. The plastic that came off the trocar was easily retrieved manually. A new balloon was opened and used without complication to complete the case. No patient injury.